Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with post-paced t-wave over-sensing from their implantable cardioverter defibrillator. Programming changes were discussed with a healthcare provider and patient will continue to be monitored. Patient condition was stable after the event.